Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received a "replace sensor" message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. It is unknown whether the customer experienced any symptoms and was able to self-treat. The customer did not want to disclose the information. There was no report of death or permanent impairment associated with this event.